Manufacturer narrative:
The initial review of the suspect ultrasound system¿s data logs did not indicate a hardware failure. A philips service engineer is scheduled to visit the customer site to troubleshoot the cause of the reported failure. Results from the event evaluation and system repair will be included in a follow up report upon investigation completion.

Event description:
A customer reported their sparq ultrasound system locked up and displayed vertical line artifacts during transesophageal transducer use for exploratory surgery. The procedure was able to continue without the sparq system using the images previously acquired. There was no patient injury associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a technical and workflow evaluation of this event. The engineering team was unable to reproduce the issue as described by the customer. The system is currently in use at the customer site with no additional similar issues reported.